Event description:
Caller reports: device was inserted into the right anticubital fossa in a hosp by a nurse. Pt was sent home with the device in and administered her own intravenous infusion. From the moment the device was inserted, she experienced the following symptoms: a fever of 100 degrees, shaking, trouble breathing, chest and back pain, sore throat, nausea, sneezing and coughing. Pt returned to the hosp where a venous doppler was performed and revealed clots along the line. The device was removed and the pt started feeling better. The device was in place for 12 days.